Manufacturer narrative:
Results: used for the catheter.

Event description:
It was reported that the pt had experienced withdrawal; specific symptoms were not reported. A catheter dye study was performed. Initially 3 ccs of yellow-tinged fluid were aspirated. The dye was injected; it pooled behind the pump, indicating there may have been a connector problem. However, it was discovered that the needle wasn't all the way in the catheter access port. Once it was fully inserted, the dye flowed through the catheter and revealed that it had migrated out of the intrathecal space. A revision procedure was done in '08. It was unk whether the baclofen used in the pump was compounded or lioresal. The pt outcome was unk.